Event description:
The customer reported the electrical pin of the gastrointestinal videoscope was missing. The issue was found during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle had foreign objects. The report is being submitted due to the foreign objects in the nozzle found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in event, evaluation found the complaint was confirmed and the electrical connector was deformed. In addition, evaluation found water tightness was lost and the cable could not be connected securely due to deformation of the electrical connector, the objective lens was cracked, the image guide protector was cut, the forceps channel port was shaved, the control unit, up/down knob, and right/left knob had discoloration, the universal cord was sticky, angulation was reduced, the knobs had play, the air/water supply volume did not meet the standard value due to clogging of the air/water tube, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The nozzle was not reported to have been deformed and there were no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.